Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Reportedly, customer delivered too large of a bolus. Customer required assistance to address bg and drank orange juice to treat low bg. During troubleshooting with tandem technical support, the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.